Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered. As a result, surgery occurred to explant and replace the ipg, which resolved the issue. It is unknown if the ipg prematurely depleted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.